Event description:
Health professional reported that after treatment with multiple juvederm products, the patient initially experienced some "puffiness" to both eyes. This syringe of juvederm ultra xc was injected in the patient's right tear trough region. The patient also had concommitant injections of juvederm voluma and juvederm ultra plus xc to the cheeks, post jowl and prejowl regions. Approximately 4 months after treatment the patient presented with a large marble size ball to the lateral aspect of the left eyebrow with a similar lump to the left mandibular angle. The patient was injected with hyaluronidase. Approximately 1 week later the patient presented with swelling to both tear trough regions, extending out to lateral cheek. Left eyebrow and left mandibular swelling persisted but were less prominent than prior week. "Hardened areas of product were palpated." The patient described symptoms as "disfigurement." The patient was seen and treatment included a facial cleaning with alcohol, topical anesthesia and additional hyaluronidase injections were performed. Patient experienced bruising under the right eye post hyaluronidase treatment. Swelling to both tear toughs persisted and extended up the bridge of the nose with swelling to medial aspect of both eyes. Minimal change to nodule on the left brow, no change to mandibular angle. Further information provided noted prednisone was also prescribed. This is the same event and the same patient reported under MDR ID # 3005113652-2012-00125 ((B)(4)) and MDR ID # 3005113652-2012-00126 ((B)(4)). This is the first MDR submitted for the first suspected product.

Manufacturer narrative:
(B)(4). Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.